Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. Visual and tactile analysis noted no irregularities on the shaft of the device. The inner shaft did have a guide wire inserted when returned; however, it was pulled out without any effort. A pin gauge was put into the tip of the device to check for the correct size of the lumen. The pin passed through with no hesitation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported during the use of a 2.4mm jetstream xc catheter in the superficial femoral artery (sfa), the device stuck on the guidewire. Both devices were removed from the patient together. No patient complications were reported.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Event description:
It was reported during the use of a 2.4mm jetstream xc catheter in the superficial femoral artery (sfa), the device stuck on the guidewire. Both devices were removed from the patient together. No patient complications were reported.